Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference # 1627487-2020-31374. It was reported the patient has been experiencing shocking sensation down the leg and at the ipg site. X-rays revealed a lead migration of both leads being pulled from the l4 and l5 regions and had both receded toward the ipg site. As a result, the patient's leads were explanted and one was replaced. The new lead at l4 could not be placed due to patient anatomy. Effective therapy was restored. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
A patient experienced uncomfortable stimulation due to shocking sensation at the ipg site was reported to abbott. X-rays revealed a lead migration of both leads being pulled from the l4 and l5 regions and had both receded toward the ipg site. As a result, the patient's leads were explanted and one was replaced. The new lead at l4 could not be placed due to patient anatomy. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.